Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Physician reported, right side deflation. Via nbir. Device has been explanted.